Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: it was reported, prior to patient contact during a transurethral lithotomy (tul) using a ncircle tipless stone extractor, the user tested the basket function and was able to close it but not open it. Another similar type device was used to complete the procedure. There was no difficulty encountered when removing the device from the packaging/tray. No adverse effects have been reported due to the alleged malfunction. Investigation / evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. One ncircle tipless stone extractor was returned for investigation with the handle and basket formation in closed position. The male luer lock adapter was loose. The collet knob was tight and secure. The polyethylene terephthalate tubing measured 2.7 cm in length. Visual exam noted 1 mm of cannulated handle protruding the collet knob. Kinks were noted at the base of the basket sheath at the support sheath and at 55cm from the distal tip. A functional test determined the handle actuates the basket formation. The handle was disassembled during the investigation. The basket formation could not be manually actuated. The basket formation was intact. A document-based investigation evaluation was performed. No related non-conformances were recorded, and no additional lot-related complaints were received. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence that nonconforming product exists in house or in field. There were no identified gaps in the device manufacturing instructions or quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is packaged with instructions for use which caution, ¿enclose the device in the sheath before removing from the tray / holder,¿ and, ¿do not use excessive force to manipulate this device. Damage to the device may occur.¿ based on the information available, investigation has concluded that a definitive cause for this event could not be determined. It is possible the kinking damage to the sheath preventing the basket from opening when tested by the user. We will continue our monitoring of similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, prior to patient contact during a transurethral lithotomy (tul) using a ncircle tipless stone extractor, the user tested the basket function and was able to close it but not open it. Another similar type device was to complete the procedure. There was no difficulty encountered when removing the device from the packaging/tray. No adverse effects have been reported due to the alleged malfunction.